Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. Since the iab was still functioning, therapy was continued. When the iab was later removed, blood was found inside. There was no patient harm or adverse event reported.

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. Since the iab was still functioning, therapy was continued. When the iab was later removed, blood was found inside. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.013cm in length. The optical fiber was found to be broken, confirming the fiber optic sensor failure. We are unable to determine when this may have occurred. The reported blood in tubing was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. Since the iab was still functioning, therapy was continued. When the iab was later removed, blood was found inside. There was no patient harm or adverse event reported.